Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. According to the investigation, the scope had damaged charged coupled device unit causing a noise image occurs. Based on the results of the investigation, and historical data, the probable causes were due to some kind of stress such as damage or deterioration of parts, device incorrectly handling during reprocessing and interoperability problem without any design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had damaged charged coupled device unit. There was no patient involvement.